Event description:
It was reported that on (B)(6) 2022, a 23mm navitor valve was successfully implanted using a flexnav delivery system. It was later discovered that embolization of lower limb of the patient was observed. The patient reportedly has a narrow access route. A stent was deployed for treatment. The patient has since recovered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of embolization of lower limb of the patient was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.